Manufacturer narrative:
H6: investigation: bd received two used 20 gauge insyte autoguard blood control units from lot 0169685 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed traces of dried media present past the septum on both units. This is usually indicative of leakage occurring. The engineer also found that the actuator on one of the device's had been engaged while the actuator on the other wasn't. Next, the units were dissected and the septum's were removed for microscopic inspection. It was determined that there was a hole in the septum disk of the first unit and the second unit had a damaged septum with a flap between two of the septum legs. Based off the observed damage the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in experienced leakage. The following information was provided by the initial reporter: according to the customer's report, after catheter placement, the control plug did not work and blood flowed backward.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in experienced leakage. The following information was provided by the initial reporter: according to the customer's report, after catheter placement, the control plug did not work and blood flowed backward.